Manufacturer narrative:
.

Event description:
Additional information reported patient's "pacemaker" stopped giving electrical stimulation and, therefore, the lead had to be moved and a new lead placed. The patient was reported as doing well.

Event description:
It was reported that the lead may be "broken." Info received indicated there was no pt involved. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of lead model 3093-28 lot# unknown showed that conductors # 0, 2 and 3 were fractured 4.5 cm from the tip end, at the most proximal tine. The outer insulation was cut between the first and second most proximal tine and the marker band had loosened from the lead. Electrical testing determined that the continuity of these fractured conductors was not complete and acceptable. Foreign material was found in the lead and it was suspected to be body fluid from the patient.